Manufacturer narrative:
Product complaint#: (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows a sales unit box and one foil with w9923 product codes, the lot#: aw2394, expiration date 2029-12-31. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2025 and suture was used. During the procedure, at 4:40 pm, after natural delivery, the patient's perineal laceration required routine perineal suturing. During the process of intradermal suture, the problem of pulling off suture needle happened after the first stitch was inserted and pulled out. The doctor is concerned that the suture may break again during use and immediately replaced it with a new suture to suture the patient's wound. The new suture did not break. The subsequent suturing surgery is normal. Observe the patient's condition after suturing is completed. The patient's wound has returned to normal and has been discharged from the hospital. No adverse patient consequences were reported. Additional information was requested.